Manufacturer narrative:
Traceability information for the device and the treatment kit was not provided by the clinician despite multiple attempts to obtain. Complaint trends were analyzed by the manufacturer and there are no on-going trends for complaints of this nature for the skinpen precision device. As noted, the skinpen microneedling treatment was provided in combination with protein rich fibrin (prf). As per the device instructions for use, only lift hydrogel should be used during the treatment. Also, as per the device instructions for use, the skinpen precision is not intended for transdermal delivery of topical products. There has been no information received to indicate that there were any issues with the skinpen precision during the microneedling treatment. This is default text configured for block h10.

Event description:
Tram track marks, pitted marks/tram track scarring/fine line scars, pitted scars/ an apparent loss of collagen/ damaged skin texture and scarring/ scarring/marks for 3 years that have not changed much [scar] depression related to the outcome [depression] deflated/wrinkled looking skin/ skin looked "shriveled up" can see markings [skin wrinkling] rosacea flares/damage-induced rosacea [rosacea] enlarged pores [dilated pores] there was some hyperpigmentation that faded and also pits and drag marks on areas where skinpen was utilized that remains to date [skin hyperpigmentation] crinkly skin/the texture of the skin feels "leathery, crinkley" [skin texture abnormal] has extreme skin reactivity/sensitivity (example sensitivity to sweat and sun) [sensitive skin] case narrative: a us report received from a consumer via company representative on (B)(6) 2022 refers to a 30-year-old female patient who had received a skinpen precision treatment in conjunction with prf (platelet-rich fibrin) (prf system and manufacturer not specified) on (B)(6) 2022 for the improvement of skin quality. The patient's medical history included allergy to cephalosporin (type of reaction: hives). Patient reported not receiving any medications at the time of the event. The skinpen precision treatment was performed on the cheeks (down to mid-cheek) and just below the orbital rim at the depth of 0.25 mm. The number of passes was not reported. Prf injections were done at the same time placed by cannula in the same areas. The total volume of prf was not provided. The patient was using skinfuse hg lift as recommended by provider and the skin appeared to be healing normally until the morning of day 4. On (B)(6) 2022 (reported as day 4 after the treatment), the patient reported experiencing ''deflated/wrinkled looking skin, crinkly skin, enlarged pores, loss of collagen, and pitted marks". The patient also reported seeing "tram track scarring/fine line scars, and pitted scars", which her treating provider was not able to visualize. The follow-up information received from the patient on (B)(6) 2025 contained new adverse events of "hyperpigmentation", "extreme skin sensitivity/reactivity", skin feeling "leathery and crinkley". On an unknown date in 2022 (reported as in the next few weeks), the patient also reported experiencing rosacea flares/skin damage-induced rosacea at unknown latency. On an unknown date, the patient experienced serious depression related to outcome. The patient reported receiving prf injections "2 months post" as the treatment for the events. At the time of report, the outcome of the event "skin hyperpigmentation" was reported as resolved. The outcome of the events ''skin scarring, skin wrinkling, rosacea, dilated pores, skin texture abnormal and sensitive skin'' was reported as not resolved. The outcome of the event "serious depression" was not provided. The intensity of the events skin hyperpigmentation, skin scarring, skin wrinkling, rosacea, dilated pores, skin texture abnormal, sensitive skin and serious depression was not reported. Health effect - clinical code: e1715, scar tissue. Meddra preferred term: 10039580, scar. Health effect - clinical code: e020202, depression. Meddra preferred term: 10012378, depression. Health effect - clinical code: e1723, wrinkling. Meddra preferred term: 10040954, skin wrinkling. Health effect - clinical code: e1720, skin inflammation/ irritation. Meddra preferred term: 10039218, rosacea. Health effect - clinical code: e1717, skin disorders. Meddra preferred term: 10076249, dilated pores. Health effect - clinical code: e171602, hyperpigmentation. Meddra preferred term: 10040865, skin hyperpigmentation. Health effect - clinical code: e1717, skin disorders. Meddra preferred term: 10075267, skin texture abnormal. Health effect - clinical code: e1717, skin disorders. Meddra preferred term: 10081765, sensitive skin. Follow-up received from the patient on (B)(6) 2025 included new events verbatim details (reported skin feeling leathery, crinkley", "extreme skin reactivity/sensitivity", and "serious depression"). The outcome of previously reported events of "scarring/marks" was reported as not resolved. The before & after photos of the patient were provided. The case narrative updated accordingly. The clinician was contacted on multiple occasions to request additional information as well as the device and treatment kit traceability information with no response received. Company comment: a 30-year-old female patient reported experiencing scarring/marks that have not resolved three and a half years post an aesthetic treatment consisting of skinpen precision microneedling at 0.25 mm depth in conjunction with prf injection via cannula technique. The patient's medical history was not provided, which limits the ability to assess other potential risk factors. It was reported that the treating healthcare provider was not able to visualize some of the reported events. Given the lack of alternative etiologies that can be identified based on the information reported, the causal relationship between the described permanent events of scarring/marks and the above-mentioned treatment cannot be excluded with certainty. This skinpen precision microneedling treatment with prf is not in accordance with the approved authorized product information, namely the IFU. Revance does not endorse the use of prf system with skinpen microneedling. The prf system mentioned in this event is used in an off-label aesthetic procedure under the provider's discretion and patient preference. Prf, platelet-rich fibrin, is used as a filler and volume enhancer, the results typically last one to three weeks and the volume will essentially dissipate. Long-term effects for skin tightening and collagen production take several treatments and up to 12 months. The patient experienced deflated/wrinkled-looking skin, enlarged pores, and pitted marks. These symptoms may be seen when the temporary filler-like benefits of prf have dissipated. The patient reported experiencing depression due to the treatment outcome at unspecified latency. No outcome was reported. Although there is no direct pharmacological link between the skinpen precision treatment and depression, the causal relationship cannot be excluded with certainty. The company will continue to monitor the benefit-risk profile.